Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. For the examination, the telescrew was removed from the screwdriver. It was found that there was some residue, probably bone and or tissue residue, in the recess for the hexagonal screwdriver of the telescrew. When attempting to reinsert the screwdriver into the screw receptacle with light hammer blows, it jammed and could only be removed with great force. In the same test on another screw, which had no residue, the screwdriver could be removed without any problems. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with kf225t - targon pft telescrew 90+5mm. According to the complaint description, the ar pin could not be removed because the step reamer was an obstacle. The step reamer was removed and the telescopic screw was reinserted. At this point the position was different from when the hole was drilled. The doctor hit the screwdriver several times because the tip of the screw was idle. Then the doctor tried to remove the screwdriver, but the screwdriver and screw stuck together tightly and could not be removed. The screw the screw was pulled out by turning it in the opposite direction and one size higher. (95 mm) was attached with an optional torque-free screwdriver. The operation could be done without any further problems. An additional medical intervention was necessary. Additional information was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components: kh542r - targon pft step screw driver - batch unknown.